Manufacturer narrative:
Follow up #1 09/09/2016. Device evaluation: the battery cap was returned to animas and evaluated on 08/16/2016 with the following findings: the battery cap was found to be completely intact with no issues observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Reportedly, the battery and/or cartridge cap had stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.